Event description:
The customer reported being hospitalized due to low blood glucose. The customer believes that her blood glucose was low because she did not eat. Reviewed the programming and found that the time was incorrect. Assisted the caller to correct the programming. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.